Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver would not turn on. The receiver case was opened for further evaluation. An internal inspection was performed and moisture damage was observed. Due to the condition of the device, the reported event of an overheating receiver was not confirmed. A root cause could not be determined.